Manufacturer narrative:
(B)(4). Eval method: device history could not be performed. No lot/serial provided and no product has been returned. Results: device history could not be performed. No lot/serial provided and no product has been returned. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis an no lot or serial number was provided to pull the device history review. Further info has been requested. Conclusion: based on the limited info available at this time, no conclusion can be drawn at this time. Should additional info be provided, a supplemental report will be filed.

Event description:
Medtronic received info that the same customer had experienced high pressures with this model oxygenator on five different occasions. Exact event date, serial number and lot number has not been provided. Additional info is pending. There were no adverse pt effects reported.